Manufacturer narrative:
510k. This report is for an unknown nails. Expert tibial unknown lot. Part and lot numbers are unknown. UDI number is unknown. Complainant part is not expected to be returned for manufacturer review investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in germany as follows: this report is being filed after the review of the following journal article: rupp m., et al (2020) can necrotic bone be objectively identified in chronic fracture related infections? ¿first clinical experience with an intraoperative fluorescence imaging technique,injury volume 51, pages 2541¿2545 (germany). Https://doi.org/10.1016/j.injury.2020.07.062 this study aims to ask, whether this intraoperative illumination method could be useful for detection of necrotic versus living bone tissues in chronic fracture related infections (fris). Ten consecutive patients( 8 males , 2 feamles) treated surgically for chronic fris were included in the study.one patient was initially treated with external fixator and was removed,and a tibial nail osteosynthesis (expert tibia nail, depuy synthes, zuchwil, switzerland) with free gracilis flap was performed. The following complications were reported as follows: - a case of a 62 year old male (case 3) treated with a tibial nail had delayed union, the nail was dynamized 4 months after open reduction and internal nail fixation. Two weeks after dynamization x-rays showed compression of the fracture site with proximal nail dislocation necessitating revision surgery.the tibial nail was removed.with suspected chronic fri. This report is for an unknown synthes expert tibia nail. This is report 2 of 2 for (B)(4).